Event description:
Severe blood loss resulting in a d&c. Continued heavy periods lasting 14 days plus with large palm sized clots. Hysterectomy scheduled (B)(6) 2019. Removal of cervix, uterus and both tubes.